Event description:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on 31-oct-2015. The most recent information was received on 13-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("period was 10 times worse/ menstrual hemorrhaging"), weight increased ("gained 30 lbs") and genital haemorrhage ("abnormal bleeding ( general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's past medical history included parity and shortness of breath. Concurrent conditions included abdominal pain, dry cough, vomiting, fever, cough, diarrhea, hematuria, tingling and bruising. Concomitant products included amitriptyline hydrochloride (elavil) from 2017 to 2018, ferrous gluconate from 2017 to 2018, fluoxetine from 2017 to 2018, ibuprofen since (B)(6) 2009, metoprolol from 2017 to 2018 and salbutamol (albuterol) from 2017 to 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced weight increased (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("cramps that felt like a child birth/ severe persistent pelvic pain/pain"), dyspareunia ("sexual intercourse was painful"), mood swings ("hormonal changes describe: I get mood swings"), hormone level abnormal ("hormonal changes describe: I get mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety,"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue,"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("uti problems"). In (B)(6) 2014, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), asthenia ("no energy"), decreased appetite ("no appetite due to metallic taste"), dysgeusia ("no appetite due to metallic taste"), food allergy ("allergic to foods"), hypoaesthesia ("numbness in legs and arms"), headache ("severe headaches"), hypersensitivity ("allergic reactions"), infection ("recurring infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vision blurred ("vision/eye problems type: blurring of the left eye") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, weight increased, genital haemorrhage, asthenia, decreased appetite, dysgeusia, food allergy, hypoaesthesia, headache, dyspareunia, hypersensitivity, infection, mood swings, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, cystitis, vaginal infection, anxiety, migraine, nausea, vaginal discharge, dysmenorrhoea, vision blurred, fatigue, bladder disorder, urinary tract disorder and adnexa uteri pain outcome was unknown and the pelvic pain had not resolved. The reporter considered adnexa uteri pain, anxiety, asthenia, bladder disorder, cystitis, decreased appetite, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, food allergy, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, uti, back pain and headache. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-jul-2018: new pfs + mr received- new events added: hormonal changes describe: I get mood swings, abnormal bleeding (vaginal) infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, bladder or urinary problems or changes, migraines, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal discharge, vision/eye problems type: blurring of the left eye, fatigue,back pain,abnormal bleeding general, ovarian pain ,patient does not underwent essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2119) on 31-oct-2015. The most recent information was received on 10-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("period was 10 times worse/ menstrual hemorrhaging"), weight increased ("gained 30 lbs") and genital haemorrhage ("abnormal bleeding ( general)") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's medical history included parity, shortness of breath, asthma and anemia. Concurrent conditions included abdominal pain, dry cough, vomiting, fever, cough, diarrhea, hematuria, tingling, bruising and hypertension. Concomitant products included amitriptyline hydrochloride (elavil) from 2017 to 2018, ferrous gluconate from 2017 to 2018, fluoxetine hydrochloride (prozac) from 2017 to 2018, ibuprofen since (B)(6) 2009, metoprolol from 2017 to 2018 and salbutamol (albuterol) from 2017 to 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes describe: I get mood swings") and experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("cramps that felt like a child birth/ severe persistent pelvic pain/pain"), dyspareunia ("sexual intercourse was painful"), mood swings ("hormonal changes describe: I get mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety,"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue,"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced depression ("depression"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("uti problems"). In (B)(6) 2014, the patient experienced urinary tract infection ("recurring infections/infection (bladder/urinary tract/vaginal)"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced asthenia ("no energy"), decreased appetite ("no appetite due to metallic taste"), dysgeusia ("no appetite due to metallic taste"), food allergy ("allergic to foods"), hypoaesthesia ("numbness in legs and arms"), headache ("severe headaches"), hypersensitivity ("allergic reactions"), vision blurred ("vision/eye problems type: blurring of the left eye") and adnexa uteri pain ("ovrian pain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, weight increased, genital haemorrhage, asthenia, decreased appetite, dysgeusia, food allergy, hypoaesthesia, headache, dyspareunia, hypersensitivity, urinary tract infection, mood swings, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, cystitis, vaginal infection, anxiety, migraine, nausea, vaginal discharge, dysmenorrhoea, vision blurred, fatigue, bladder disorder, urinary tract disorder, adnexa uteri pain and depression outcome was unknown and the pelvic pain had not resolved. The reporter considered adnexa uteri pain, anxiety, asthenia, bladder disorder, cystitis, decreased appetite, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, food allergy, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 141.6 lbs. Approximate weight at the time of essure placement 110 lbs. She had currently planning for essure removal. Anticipated or scheduled date on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, uti, back pain and headache quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-jan-2019: pfs received event " depression" was added. Medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("period was 10 times worse/ menstrual hemorrhaging"), weight increased ("gained 30 lbs") and genital haemorrhage ("abnormal bleeding ( general)") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's past medical history included parity and shortness of breath. Concurrent conditions included abdominal pain, dry cough, vomiting, fever, cough, diarrhea, hematuria, tingling, bruising and hypertension. Concomitant products included amitriptyline hydrochloride (elavil) from 2017 to 2018, ferrous gluconate from 2017 to 2018, fluoxetine from 2017 to 2018, ibuprofen since may 2009, metoprolol from 2017 to 2018 and salbutamol (albuterol) from 2017 to 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced weight increased (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("cramps that felt like a child birth/ severe persistent pelvic pain/pain"), dyspareunia ("sexual intercourse was painful"), mood swings ("hormonal changes describe: I get mood swings"), hormone level abnormal ("hormonal changes describe: I get mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety,"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue,"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("uti problems"). In (B)(6) 2014, the patient experienced urinary tract infection ("recurring infections/infection (bladder/urinary tract/vaginal)"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), asthenia ("no energy"), decreased appetite ("no appetite due to metallic taste"), dysgeusia ("no appetite due to metallic taste"), food allergy ("allergic to foods"), hypoaesthesia ("numbness in legs and arms"), headache ("severe headaches"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vision blurred ("vision/eye problems type: blurring of the left eye") and adnexa uteri pain ("ovrian pain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, weight increased, genital haemorrhage, asthenia, decreased appetite, dysgeusia, food allergy, hypoaesthesia, headache, dyspareunia, hypersensitivity, urinary tract infection, mood swings, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, cystitis, vaginal infection, anxiety, migraine, nausea, vaginal discharge, dysmenorrhoea, vision blurred, fatigue, bladder disorder, urinary tract disorder and adnexa uteri pain outcome was unknown and the pelvic pain had not resolved. The reporter considered adnexa uteri pain, anxiety, asthenia, bladder disorder, cystitis, decreased appetite, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, food allergy, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 141.6 lbs. Approximate weight at the time of essure placement 110 lbs. She had currently planning for essure removal. Anticipated or scheduled date on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, uti, back pain and headache quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event infection coding updated with urinary tract infection. Concomitant disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on (B)(6)2015. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("period was 10 times worse/ menstrual hemorrhaging"), weight increased ("gained 30 lbs") and genital haemorrhage ("abnormal bleeding ( general)") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's medical history included parity, shortness of breath, asthma and anemia. The consumer went to doctors, hospitals for blood work, tests, computerized axial tomography scan, magnetic resonance imaging, ultrasounds and checkups. Results were not available. Concurrent conditions included abdominal pain, dry cough, vomiting, fever, cough, diarrhea, hematuria, tingling, bruising and hypertension. Concomitant products included from (B)(6) to (B)(6), diphenhydramine citrate;paracetamol (excedrin pm), eletriptan hydrobromide (relpax), ferrous gluconate from (B)(6) to (B)(6), fluoxetine hydrochloride (prozac) from (B)(6) to (B)(6), ibuprofen since (B)(6)2009, metoprolol from (B)(6)to (B)(6), paroxetine and salbutamol (albuterol) from (B)(6) to (B)(6). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient was found to have weight increased (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes describe: I get mood swings") and experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("cramps that felt like a child birth/ severe persistent pelvic pain/pain"), dyspareunia ("sexual intercourse was painful"), mood swings ("hormonal changes describe: I get mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety,mental anguish"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue,"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdomen area pain"). In (B)(6) 2009, the patient experienced depression ("depression"). In (B)(6)2011, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("uti problems"). In (B)(6) 2014, the patient experienced urinary tract infection ("recurring infections/infection (bladder/urinary tract/vaginal)"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced asthenia ("no energy"), decreased appetite ("no appetite due to metallic taste"), dysgeusia ("no appetite due to metallic taste"), food allergy ("allergic to foods"), hypoaesthesia ("numbness in legs and arms"), headache ("severe headaches"), hypersensitivity ("allergic reactions"), vision blurred ("vision/eye problems type: blurring of the left eye"), adnexa uteri pain ("ovrian pain") and flank pain ("flank pain"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, weight increased, genital haemorrhage, asthenia, decreased appetite, dysgeusia, food allergy, hypoaesthesia, headache, dyspareunia, hypersensitivity, urinary tract infection, mood swings, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, cystitis, vaginal infection, anxiety, migraine, nausea, vaginal discharge, dysmenorrhoea, vision blurred, fatigue, bladder disorder, urinary tract disorder, adnexa uteri pain, depression, abdominal pain and flank pain outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, asthenia, bladder disorder, cystitis, decreased appetite, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, food allergy, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 141.6 lbs. Approximate weight at the time of essure placement 110 lbs. She had currently planning for essure removal. Anticipated or scheduled date on (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, uti, back pain and headache. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs received- events- "abdomen area pain, flank pain", concomitant drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2119) on 31-oct-2015. The most recent information was received on 29-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('period was 10 times worse/ menstrual hemorrhaging') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's medical history included parity, shortness of breath, asthma and anemia. The consumer went to doctors, hospitals for blood work, tests, computerized axial tomography scan, magnetic resonance imaging, ultrasounds and checkups. Results were not available. Concurrent conditions included abdominal pain, dry cough, vomiting, fever, cough, diarrhea, hematuria, tingling, bruising and hypertension. Concomitant products included from 2017 to 2018, diphenhydramine citrate;paracetamol (excedrin pm), eletriptan hydrobromide (relpax), ferrous gluconate from 2017 to 2018, fluoxetine hydrochloride (prozac) from 2017 to 2018, ibuprofen since (B)(6) 2009, metoprolol from 2017 to 2018, paroxetine and salbutamol (albuterol) from 2017 to 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("gained 30 lbs") and hormone level abnormal ("hormonal changes describe: I get mood swings") and experienced genital haemorrhage ("abnormal bleeding ( general)"), pelvic pain ("cramps that felt like a child birth/ severe persistent pelvic pain/pain"), dyspareunia ("sexual intercourse was painful"), mood swings ("hormonal changes describe: I get mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety,mental anguish"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue,"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdomen area pain"). In (B)(6) 2009, the patient experienced depression ("depression"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("uti problems"). In (B)(6) 2014, the patient experienced urinary tract infection ("recurring infections/infection (bladder/urinary tract/vaginal)"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced asthenia ("no energy"), decreased appetite ("no appetite due to metallic taste"), dysgeusia ("no appetite due to metallic taste"), food allergy ("allergic to foods"), hypoaesthesia ("numbness in legs and arms"), headache ("severe headaches"), hypersensitivity ("allergic reactions"), vision blurred ("vision/eye problems type: blurring of the left eye"), adnexa uteri pain ("ovrian pain"), flank pain ("flank pain") and abdominal distension ("stomach comes and goes during day"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, weight increased, genital haemorrhage, asthenia, decreased appetite, dysgeusia, food allergy, hypoaesthesia, headache, dyspareunia, hypersensitivity, urinary tract infection, mood swings, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, cystitis, vaginal infection, anxiety, migraine, nausea, vaginal discharge, dysmenorrhoea, vision blurred, fatigue, bladder disorder, urinary tract disorder, adnexa uteri pain, depression, abdominal pain, flank pain and abdominal distension outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, anxiety, asthenia, bladder disorder, cystitis, decreased appetite, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, food allergy, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 141.6 lbs. Approximate weight at the time of essure placement 110 lbs. She had currently planning for essure removal. Anticipated or scheduled date on (B)(6) 2018. Patient received treatment for:pain , vaginal discharge, bladder disorder nos, urinary tract disorder nos. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, uti, back pain and headache quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. Fu 11 and 12 processed together. On 9-jan-2020: pfs received. Rcc added.fu 11 and 12 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 31-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('period was 10 times worse/ menstrual hemorrhaging') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's medical history included parity, shortness of breath, asthma and anemia. The consumer went to doctors, hospitals for blood work, tests, computerized axial tomography scan, magnetic resonance imaging, ultrasounds and checkups. Results were not available. Concurrent conditions included abdominal pain, dry cough, vomiting, fever, cough, diarrhea, hematuria, tingling, bruising and hypertension. Concomitant products included from 2017 to 2018, diphenhydramine citrate;paracetamol (excedrin pm), eletriptan hydrobromide (relpax), ferrous gluconate from 2017 to 2018, fluoxetine hydrochloride (prozac) from 2017 to 2018, ibuprofen since (B)(6) 2009, metoprolol from 2017 to 2018, paroxetine and salbutamol (albuterol) from 2017 to 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("gained 30 lbs") and hormone level abnormal ("hormonal changes describe: I get mood swings") and experienced genital haemorrhage ("abnormal bleeding general"), pelvic pain ("cramps that felt like a child birth/ severe persistent pelvic pain/pain"), dyspareunia ("sexual intercourse was painful"), mood swings ("hormonal changes describe: I get mood swings"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), anxiety ("psychological or psychiatric problems condition: anxiety,mental anguish"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue,"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and abdominal pain ("abdomen area pain"). In (B)(6) 2009, the patient experienced depression ("depression"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("uti problems"). In (B)(6) 2014, the patient experienced urinary tract infection ("recurring infections/infection bladder/urinary tract/vaginal"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced asthenia ("no energy"), decreased appetite ("no appetite due to metallic taste"), dysgeusia ("no appetite due to metallic taste"), food allergy ("allergic to foods"), hypoaesthesia ("numbness in legs and arms"), headache ("severe headaches"), hypersensitivity ("allergic reactions"), vision blurred ("vision/eye problems type: blurring of the left eye"), adnexa uteri pain ("ovrian pain"), flank pain ("flank pain") and abdominal distension ("stomach comes and goes during day"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, weight increased, genital haemorrhage, asthenia, decreased appetite, dysgeusia, food allergy, hypoaesthesia, headache, dyspareunia, hypersensitivity, urinary tract infection, mood swings, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, cystitis, vaginal infection, anxiety, migraine, nausea, vaginal discharge, dysmenorrhoea, vision blurred, fatigue, bladder disorder, urinary tract disorder, adnexa uteri pain, depression, abdominal pain, flank pain and abdominal distension outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, anxiety, asthenia, bladder disorder, cystitis, decreased appetite, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, food allergy, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 141.6 lbs. Approximate weight at the time of essure placement 110 lbs. She had currently planning for essure removal. Anticipated or scheduled date on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, uti, back pain and headache. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event stomach comes and goes during day was added. On 23-mar-2020: social media- reporter information was added. Processed with follow up 8. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.